Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed at the distributor. The reported problem (connector does not latch) has been confirmed. Upon investigation the trunk cable connector was contaminated with debris and unable to latch properly. The root cause for the contaminated connector was ingress of an unknown substance. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.